Event description:
Long-distance thrombosis of the v. Barilica in the proximal and middle third as far as the axillary vein.

Manufacturer narrative:
Device history record: as the batch number is unknown, no batch record review can be performed. Summary of investigations: no device was returned preventing a thorough investigation. No pictures/videos/x-ray pictures of the complaint sample/observed defect were transmitted. - analysis of information received: the event occurred after more than 1 month of implantation. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: without the complaint sample / the x-ray pictures for investigation and the batch number, no thorough investigation is possible and we cannot conclude on the real cause of the incident. Vein thrombosis is a known complication of the access port implantation, considered in the IFU. Several factors could be at the origin of thrombosis: -trauma to the vein, -catheter tip placed too high in the svc, -patient hyper-coagulability, -vein diameter too small compared to the catheter diameter (child, teenager...) -patient treatment. Conclusion no thorough investigation can be performed without the concerned sample/conclusive picture-video/x-ray picture, preventing the determination of the root cause of the met defect. Also, no batch number has been identified. Vein thrombosis is a known complication of the access port implantation, considered in the IFU. This is a very rare incident ((B)(4) %). No corrective action is envisaged.